Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of "lo" blood result. Expected blood glucose results fasting range from 78 to 90 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call 30 minutes after meal ((B)(6) 2015; 10:54am) with results of e-5 and "lo". Customer performed another blood test using different lot # pp1595 of test strips with result of 161 mg/dl. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is 07/31/2016 and open vial date is two months. Recall test results performed from meter memory: "lo" (B)(6) 2015, 09:50 am, 1/2 hour after meal; "lo" (B)(6) 2015, 09:50 am, 1/2 hour after meal; "lo" (B)(6) 2015, ~8:00 am, fasting; "lo" (B)(6) 2015, ~8:00 am, fasting; "lo" (B)(6) 2015, ~8:00 am, fasting. Adverse event not reported.

Manufacturer narrative:
Prod not yet returned for eval. (B)(4).